Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not feel the stimulation. The patient did not know when they stopped feeling because they had to catheterize themselves. It was reviewed the patient could increase the stimulation if they were not getting good symptom control. It was noted that the patient had an appointment with their healthcare professional (hcp) on (B)(6) 2018. There were no further complications reported or anticipated.